Event description:
It was reported that during da vinci assisted surgical procedure, the camera base of endoscope began to make louder noises. After a few moments, the rotation of the base in one direction was blocked. When rotating the camera 30 up or down, the image in the console was rotated (upside down), but the camera did not physically rotate. The procedure was completed using back up endoscope with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint:. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site: the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on light button of the button pack assembly. The root cause of cracked button is typically associated with mishandling/misuse, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the connector exhibited discoloration. Visual inspection confirmed discoloration of housing. The root cause for the discoloration is typically associated with mishandling/misuse, such as improper reprocessing.